Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the manifold assembly is leaking.associated malfunction for this device: inlet filter missing, power switch short circuited.